Event description:
It was reported that this right atrial (ra) lead was experiencing high shock impedance out of range due to a fracture presented. The lead was surgically abandoned. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected information: h6. Device codes.

Event description:
It was reported that this right atrial (ra) lead was experiencing high shock impedance out of range due to a fracture presented. The lead was surgically abandoned. No additional information is available at the moment. No additional adverse patient effects were reported.